Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a power error alarm. The customer's blood glucose level was unknown. The customer reported that they were able to rewind the insulin pump after taking the battery for 30 minutes and then started the insulin pump and received the same error. The device will not be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device passed displacement test, sleep current measurement and active current measurement and self test. No unexpected power error 25 alarms noted during testing or in the device trace download.